Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the damage to the teflon pad, with metal exposed underneath the teflon pad, although the evaluation did not duplicate the reported arcing. The evaluation also found charring on both the teflon pad and the probe. Based on similar reports, the electrical arcing is due to metal exposed underneath the dislodged teflon pad, and that a potential cause for thermal and mechanical damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that while the physician was performing a cutting/coagulation activity in the middle of a laparoscopic salpinectomy, the teflon pad bent and became dislodged, which led to electrical arcing. There was no reported patient injury or device fragment falling into the patient. The procedure was completed with another thunderbeat device from the same lot.